Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's children were playing with the remote monitor and unplugged it. After it was plugged back in, the power cord sparked and burned up the remote monitor. No troubleshooting taken; the remote monitor was damaged beyond troubleshooting. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.